Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of: 54mg/dl to 156mg/dl; 54mg/dl to 178mg/dl. No quality control information was provided. No adverse event was reported. A request was made for return of the suspect product and a replacement was sent.